Event description:
The advocate stated the customer tested her blood glucose and received a reading of 41 mg/dl using her contour meter. She retested using another meter and received a reading of 176 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.